Manufacturer narrative:
A device history record was reviewed and a correction to the expiration date was made. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Due to the intra-operative issue encountered, the plates are not considered to have been implanted or explanted. Per facility, the complainant parts were discarded and are no longer available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: supplier: (B)(4) / packaged by: (B)(4). Manufacturing date: october 1, 2015 ¿ expiration date: july 28, 2020. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) synpor smooth oribital floor plates (24mm and 35mm) were flaking and falling apart during an orbital floor fracture procedure on (B)(6) 2016. During the initial insertion attempt, the surgeon grasped the synpor floor plate with both hands and noted that the implant was flaking and falling apart into pieces. Insertion was then attempted with a second synpor floor plate, but the same issue occurred. All fragments were retrieved and the procedure was completed with a competitor's plate. No surgical delay was noted. It was noted that, prior to the procedure, the plates were stored on a shelf at room temperature. This report is 2 of 2 for (B)(4).